Event description:
On (B)(6) 2012, it was reported that the pt¿s infusion device shut off while he was changing his insulin cartridge. The infusion did not give any warning before it shut down and he had not received an alert that the battery was low. The pt will utilize insulin injection therapy until a replacement infusion device arrives. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned of for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.